Event description:
Customer performed a method comparison with 75 samples between advia centaur xp fsh reagent lots 033186 and 033188. The samples tested were across the range of the assay (0.3 to 200 miu/ml). An average positive bias of 17% was observed by the customer with reagent lot 033188 compared to reagent lot 033186. There were no reports that treatment was altered or prescribed based on these results. There are no reports of adverse health consequences based on these results.

Manufacturer narrative:
Siemens performed an internal study comparing advia centaur fsh reagent lot 033186 and 033188. Quality control material results were all within range. Patient samples did not show the consistent bias observed by the customer. The customer gathered additional data and determined that the overall patient bias that they were observing is 9%. The root cause of the initial positive bias with advia centaur xp fsh reagent lot 033188 cannot be determined based on the information available.